Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from under the red coil cap. After filling prior to patient use, it was observed that droplets could be seen forming from under the red top and eventually dropping down the pump itself. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from january 15, 2019 - january 16, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.